Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental form will be submitted accordingly.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2006. On an unknown date, the mesh eroded through the vaginal wall. The patient is scheduled for a surgical procedure on an unknown date to remove the mesh. The patient experiences incontinence, flatulence, pain with and without urination, frequent urination, back and leg pain, and prolapsed uterus.